Event description:
It was reported to fresenius that blood was leaking from the top cap of the dialyzer during hemodialysis treatment. The support line tech reported the machine did not alarm and the leak was visually observed to come from a crack in the dialyzer casing. Estimated blood loss was "minimal." There is no known other ill effects to the pt. There is no sample available for eval.

Manufacturer narrative:
(B)(6).